Manufacturer narrative:
On previously submitted report, 'adverse event/product problem' in section b was incorrect. In this report, 'adverse event/product problem' in section b has been updated/corrected.

Manufacturer narrative:
On previously submitted initial report, 'event date' in section b was incorrect. In this report, 'event date' in section b has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging that the patient has laryngeal cancer. Additional information received from the clinical expert's review of the complaint has determined that the reported event of laryngeal cancer is serious injury. Additional information is needed for further clarification and assessment of the reported allegation. However, at this time we are unable to obtain additional information due to lack of customer contact information. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : the device has not been returned to the manufacturer.